Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified lower glucose sensor scan results compared to unspecified glucose readings obtained on a healthcare professional meter and the customer did not notice a trend arrow on the device. The customer experienced sore head, sore throat, "shaky", "confusing" and extreme thirst. The customer was unable to self-treat and was given insulin, glucose and potassium by a healthcare professional for a diagnosis of diabetic ketoacidosis. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 8 mg/dl was compared to an hcp meter result of 27.80 mg/dl. The results when plotted on a parkes error grid fell into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 7 days. It is unknown when these readings were obtained in relation to the reported adverse event.